Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site #4 of the patient's mouth, no osseointegration was achieved. Primary stability was not achieved. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number reported is not from the item received. Therefore, the lot number was not considered. The dentist reported that it was used the procedure of immediate load.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site #4 of the patient's mouth, no osseointegration was achieved. Primary stability was not achieved. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.